Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter reported via phone call that the insulin pump had received button error and unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer reported that the buttons were not responding. The customer reported that they had no delivery alarm and unexpected restart alarm. It was reported that customer reported event was resolved by changing complete set (infusion set and reservoir). The customer reported that the time clock was not advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No time clock anomaly noted. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed self test and unexpected restart error test. No unexpected restart error noted.